Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The q1 was broken off from plunger printed circuit board (pcb) and plunger pcb was broken off from the glue. The root cause of the issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger pcb. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump did not recognize the syringe. No patient injury was reported.